Event description:
Rn completed a blood draw with the bd vacutainer safety needle 21g x 11/1" needle. While in the process of activating the device with one hand, the pink cover came off in her hand which was holding the needle, and she was stuck by the needle. The nurse had to have blood testing done for her baseline testing, but did not require prophylaxis treatment other than a tetanus shot.====================== manufacturer response for safety needle, eclipse blood collection system======================"there are a number of reasons which affect shield pop-off on the bd eclipse blood collection needle. I cannot say, absolutely, which of these comes into play, if and when a shield would pop off. In many instances, there is a combination of factors at work. Some of these reasons are: manufacturing issues, storage issues, and handling issues. It is difficult to rule out any of these when dealing with the shield on the eclipse needle."